Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.

Event description:
Per the clinic, the recipient experienced intermittencies, however the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the follow up 2 submitted on (B)(6) 2013, was inadvertently filed with the incorrect MFR report number. This report is filed february 7, 2014.